Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom was reported via phone call that, the customer had high blood glucose of over 600 mg/dl. Customer also reported that, the buttons were sticking and he ended up in the ER and now the pump is making a clicking noise. Customer's dad will call back for the troubleshooting. The device will not be returned for analysis.